Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed and activated. No blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received undeployed and the download data showed the pod delivered 29 total pulses with 19 first prime pulses. Rotational sensor abnormalities were observed in the download data but no timeouts or drive stalls, indicating a rotational sensor malfunction. No alarm was generated. The rotational sensor malfunction caused first prime to end prematurely which led to the needle mechanism not deploying during second prime when it was intended to. Contamination was found on the commutator cap but a rerun did not replicate the rotational sensor malfunction, therefore it cannot be confirmed if the contamination caused the rotational sensor malfunction. The rotational sensor malfunction is confirmed as the cause of the reported needle mechanism failure, but it could not be conclusively determined if the contamination is the root cause of the malfunction.